Event description:
Boston scientific received information that this pacemaker was explanted over seven years ago. At that time there was no reported allegations. However, it was now reported that the device went from the elective replacement indicator to end of life very fast. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis after 88 months of implant. Detailed analysis noted the device had no output and no telemetry. Due to the limited information from the field and the depleted condition of the device, it can not be confirmed exactly when the device declared the elective replacement timeframe or what the battery voltage was at the time of explant. It is confirmed that on the date of the explant the device had been implanted longer than nominal expected longevity. In conclusion, analysis can not be performed due to the depleted condition of the device and limited information from the field. The allegation could not be confirmed through analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.